Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window, a cracked reservoir tube lip, a cracked reservoir tube. The pump was unable to prime during the prime test due to the loose/protruded drive support disk. No alarms noted during testing.

Event description:
Customer reports to have received a compromised forced sensor alarm during priming. Customer states drive support cap was sticking out. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.